Event description:
Two staff members were utilizing the hoyer lift to return a resident to bed after lunch. They had the sling hooked up correctly. Upon raising the resident out of the chair, the sling forms a "hole". In this case the hole formed was large enough for the resident to fall through. She sustained a fractured clavicle & large laceration to her leg.